Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range.

Event description:
It was reported that patient experienced high pacing rates and palpitations due to noise on the atrial lead. The right atrial (ra) lead exhibited oversensing, noise with pocket manipulation, and several jumps to high impedance readings. The lead was noted to have fractured. In addition, it was noted that the implantable pulse generator (ipg) mode switched inappropriately due to the lead noise. Reprogramming was performed, and subsequently, the ra lead was capped and replaced. No further patient complications have been reported as a result of this event.